Manufacturer narrative:
Replacement glidescope core smart cables were provided to the customer and both reported glidescope core smart cables used during the reported event were returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cables and was able to confirm the reported cable failures. Both cables passed visual inspection. When connecting the first cable to verathon's test equipment, no image was produced and the test monitor did not recognize when any test image device was attached to the smart cable. The cable failed verathon's device functionality testing. Next, when connecting the second cable to verathon's test equipment, it produced intermittent image. Manipulating the cable at the hdmi end caused the image to cut out entirely and the test monitor ceased to recognize the test image device. The cable failed verathon's device functionality testing. Upon completion of verathon's evaluation, both smart cables were scrapped due to the customer already being provided replacement cables and there being no repairs available for the devices. Corrective action is not required at this time. Verathon will continue to monitor for trends. Reference the attached corresponding report containing the device information for the customer's second glidescope core smart cable that was confirmed to have contributed to the reported event.

Event description:
A customer reported while using a glidescope core smart cable during a patient procedure, it was not connecting properly and the screen would lock up. It was reported that the image would intermittently freeze or the display would indicate that nothing is attached. The procedure was completed using a backup glidescope core system but the customer reported that the backup system was also experiencing the same issue. No delay in the procedure or harm to the patient was reported. Upon completion of the procedure, it was identified that one of the pins looked to be recessed inside the hdmi connector of both smart cables.